Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 01/21/2014 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the pump history revealed the last bolus delivery occurred on (B)(6) 2014 and the last basal delivery occurred on (B)(6) 2014. On (B)(6) 2014 at 20:28 an unexplained loss of prime occurred; deliveries resume at 12:06. The total daily dose history indicated the pump was delivering per user programming; no abnormal pump function was observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully completed a delivery accuracy test. Unrelated to the complaint, the display screen was discolored. A battery compartment crack was discovered.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2014 date was 563 mg/dl with moderate ketone levels, vomiting, dizziness, polydipsia, and polyuria. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids, they had discontinued pump use, and there were no recent adjustments to the pump¿s settings. Troubleshooting revealed the basal history and basal total in the total daily dose history corresponded appropriately to the user programmed basal rates, the pump was calculating recommended bolus total correctly, and the bolus history and bolus totals in the total daily dose history matched. This complaint is being reported because the alleged adverse event was attributed to a pump malfunction of unknown cause.